Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/10/2023. An investigation was conducted on 07/13/2023. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the heater wire. Only the harvesting device was returned for evaluation. There were no visual defects observed on the heater wire or the intact jaws. The tip of the harvesting device was observed to be slightly bent upwards. The black sheath closest to the base of the jaws was observed to be slightly peeled, but not detached from the shaft. A mechanical evaluation was conducted. A reference endoscope was inserted into a reference cannula until it snapped into place. The harvesting device was then inserted into the reference cannula with no physical or visual difficulties observed. The blue toggle was manipulated to open and close the jaws of the harvesting device with no visual or physical difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was confirmed, as well as the analyzed failures "peeled; delaminated; shaft" and "material twisted/ bent shaft" were observed. The lot#: 3000307742 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, the harvester was using the jaws just past the port in the arm to perform some blunt dissection which they do all the time. After performing this step and then getting into the tunnel, they noticed the jaws were angled and not in line with shaft which wasn't going to work to finish the case. They had to open another kit to complete the case which they did with no other issues. No harm to the patient.